Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at the author of this journal article but was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: according to the journal article, patient had undergone bilateral tha with loclassic cup, zweymuller stem and 28mm metasul head in 1996. 16 years later, on (B)(6) 2012 after a fall, patient was presented with pain and suspected stem fracture. Later on (B)(6), 2012, patient underwent revision surgery; during surgery, surgeon found wear and pseudotumor formation due to mismatch of stem and head, but no evidence of taper fracture. Review of received data: the journal article named "severe wear and pseudotumor formation due to taper mismatch in a total hip arthroplasty" by koper et al. Was reviewed. One ap view hip pelvis x-ray before the revision surgery and one ap view of left hip after the revision surgery are available in the article. In the first x-ray, the inclination angle of both hips were shown to be approximately 45° which are in the acceptable range. Cup anteversion measurements performed according to the widmer method are 23.4° on the left and 11.3° on the right. A significant notch at the stem taper is visible. During the revision surgery, extensive metallosis and dark gray tissue were visible around the joint, suggestive of pseudotumor. Severe metal reaction was noted around the stem. The removed stem exhibited heavy taper wear, but no fracture of the taper was evident. The periprosthetic tissue consisted of multiple dark brown-to-green tissue fragments with an elastic consistency. Analysis for the presence of cobalt, chromium, molybdenum, and titanium showed an increase in concentration of all four of these metal ions in the periprosthetic tissue. The pictures of the explants in the article present the disastrous outcome of the stem/head taper wear. The polyethylene around the metal inlay was also damaged at one location, probably caused by impingement of the worn edge of the stem taper against the cup rim. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation as written in the received journal article, the 28mm cocr head had a taper size of 14/16, while the taper size of stem was 12/14. Therefore, the implanted head and stem were not compatible with each other in terms of size. Root cause analysis: root cause determination using dfmea : - failure of connection between stem and ball head, fracture of stem due to wrong selection of ball heads due to unknown compatibility list => possible: although, the ifus state that the size of the head should match the stem taper size, surgeon implanted not matching head-stem products. - disconnection of femoral head, adapter and stem due to wrong selection of ball heads due to unknown compatibility of products => possible: although, the ifus state that the size of the head should match the stem taper size, surgeon implanted not matching head-stem products. Conclusion summary: according to the event, patient underwent revision surgery due to pain after 16 years in-vivo time. It was observed that the taper size difference of the stem and the head resulted in significant wear which led to an enormous notch at the stem taper, high level of metal ions and pseudotumor. The combination of different sized tapers of head and stem was not approved by zimmer biomet at the time of the primary surgery. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is inappropriate combination of the products. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices. X-rays and pictures were part of the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on june 16, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A journal article was reported that a (B)(6) women was implanted with alloclassic cup - zweymuller stem on the left side on (B)(6)1996. After 16 years, on (B)(6) 2012 patient presented a suspecting stem fracture. Patient was revised on (B)(6) 2012. During surgery, surgeon found wear and pseudotumor formation due to mismatch of stem and head. Note: implant date was taken as last day of (B)(6)1996 and explant date was considered as first day of (B)(6) 2012 source: "severe wear and pseudotumor formation due to taper mismatch in a total hip arthroplasty" m.c. Koper, msc, n.m.c. Mathijssen,dr, f. Witt, dr, m.m. Morlock, prof, dr, and s.b.w. Vehmeijer, dr. Investigation performed at the department of orthopedics, reinier de graaf hospital, delft, the netherlands.